Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was inappropriately shocked due to supraventricular tachycardia (svt). Technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.